Event description:
It was reported that a decreased beam with low vaporization efficiency, and forward firing were noticed during the prostate photovaporization procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that a decreased beam with low vaporization efficiency, and forward firing were noticed during the prostate photovaporization procedure. The procedure was completed with another device. There were no patient complications.